Event description:
While using the ligasure advance, the protective guard on the tip of the instrument rolled down on itself, exposing the metal and burning a spot on the pt's colon. The surgeon added this spot/portion to the anastomotic resection. The pt recovered from the surgery without incident and was discharged to home the next day.